Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient fell somewhere around the time of (B)(6) (2018). No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that when the patient fell was when they first noticed that they were not getting good coverage. The patient's herniated disc was not related to their ins. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot#: (B)(4), ubd: (B)(6) 2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient had their lead explanted due to a surgical issue. Anew lead will be put in eventually. The removed lead was removed and will "re-open when a new lead was implanted". No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's lead was explanted due to a herniation, and per the rep the lead wasn't the issue, the patient was not getting good coverage. The doctor is wanting to do a percutaneous lead. No further information was reported.